Manufacturer narrative:
The lens has been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that crystalens (B)(4) was explanted one week after the implant date because the lens had become dislocated from the bag.